Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the parents of the patient called in reporting that a day after the patient removed the sensor into the patient¿s arm, under the entire patch area where the previous sensor was inserted, there was redness, it felt hard to touch, painful and pustules. They decided to take the patient to the doctor to have it checked. They were advised that it was an infection. The patient was provided with an oral antibiotic that the patient had to take for 7 days - 3 times a day. Then she was sent home and feeling okay. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.